Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: ht command 18 300cm; guide catheter: parent plus 60 26cm. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It should be noted that the supera instructions for use, states that the recommended pre-dilatation diameter for a 5.5 mm stent is to use a balloon diameter greater than 5.5 mm. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, chronic total occlusion left superficial femoral de novo artery that was 100% stenosed. Dilatation was done with a 5.0 x 150mm non-abbott balloon dilatation catheter at 26 atmospheres. During deployment of the 5.5 x 150mm supera self expanding stent system (sess), the physician misjudged the distance between the guide catheter and the distal end of the stent. It was confirmed via fluoroscopy that the stent had deployed and the proximal portion of the stent was located within the non-abbott guiding catheter. An attempt was made to retrieve the stent from the guiding catheter using a snare device but was unsuccessful. The non-abbott guiding catheter and stent were removed as a single unit. The stent implant was then noted to be stretched. A new same size supera was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.